Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.

Event description:
A customer reported that the meter has not been working for a while and about 4 months ago they had an episode of loss of consciousness. Paramedics were called and reportedly administered an injection to bring their sugar up. The customer was transported to the hospital and treated for severe hypoglycemia. There was no report of death or permanent impairment associated with this medical event.